Event description:
It was reported that during a coronary and left ventricular angiography and angioplasty, the maverick otw balloon ruptured during post dilation in the proximal right coronary artery (rca). The female pt had been previously bypassed in 1996 and had five prior stents placed. In this procedure, a fr-4 french guide catheter was used, and the rca was predilated with a 3.0x30 maverick balloon. There was extensive recoil in the prox rca. High pressure inflation was performed with a 3.0x25 nc ranger to 30 atms for 35 sec. Then two 3.5x32 drug eluting stent taxus stents were placed, one in the mid rca followed by one in the proximal rca. Mild recoil was persistent in the mid rca between the stents. Then this 3.5x30 maverick otw balloon was advanced, but there was moderate stenosis and the balloon was unable to cross the recoil. The lesion was then inflated x3, for 53 sec at 24 atms in the proximal rca, 26 sec at 24 atms in the mid rca, and then burst at 18 sec at 28.5 atms in the mid rca. The rated burst pressure for the maverick otw balloon is 12 atms. The physician saw a mild blush at the end of the catheter when he pulled back on the balloon. The wire, guide and balloon were as a unit pulled back. Once outside of the body, a mid-circumferential tear was noticed, and this area had not been withdrawn into the guide. The guide was flushed and readvanced. As it appeared that the ruptured balloon remained in the prox rca, the physician crossed the balloon material with a choice pt wire. When attempting to cross the portion of the ruptured balloon with a filterwire, insufficient backup was present. The physician switched to an 8f guide, and two choice pt wires were then advanced past the embolized balloon material in the prox rca. Again, the filterwire could not be advanced past the embolization. At this point a third 3.5x32 drug eluting stent taxus stent was advanced across the embolized portion of the balloon material and this stent was dilated to 24 atms. All filling defects in the prox rca were resolved. Next day review by angiography showed the vessel to be widely patent. Pt status is noted as `okay'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The shop floor paperwork was reviewed with no related issues found. There have been no similar complaints from this lot.